Event description:
It was reported that, the fiber broke during a procedure. The broken piece was retrieved using a basket and there were no patient complications. The procedure was completed using another fiber.

Event description:
It was reported that, the fiber broke during a procedure. The broken piece was retrieved using a basket and there were no patient complications. The procedure was completed using another fiber.